Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device had blue screen and found host hard disk was defective. The fse replaced the hard disk and reloaded the software. After replacement of the hard disk and reloading of the software, the system was returned to use in good working order. These codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system does not start. Philips has started an investigation of the complaint.